Manufacturer narrative:
The spectrum autopass suture passer was received for an evaluation on june 24, 2016. A visual inspection of the returned device verified that the device is broken. Further analysis by the quality engineer found the lower jaw of the passer had no evidence of fatigue and the failure is likely caused by one overloading event being applied to the device. Potential overloading events are varied and include prying during use or mishandling during cleaning and sterilization. This device was manufactured on 24-jul-2015 in a lot of 40. (B)(4). A 2-year review of complaint history shows a total of (B)(4) similar complaints related to this product. This suture passer is a reusable device that is cleaned and sterilized between uses. The condition of the returned unit deemed the device as unrepairable. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To date, there have been no patient long term adverse effects resulting from this type of incident. The spectrum® autopass suture passer is a manual device intended to pass #(B)(4) suture material through soft tissue in arthroscopic procedures. The device is reusable, sold non-sterile. The suture passer consists of a cannulated shaft attached to a handle containing the device's controls. The shaft contains jaws at the distal end for grasping and manipulating tissue, and a suture capture mechanism. The device's controls consist of two levers, one to actuate the jaws and one to control needle deployment and suture retrieval mechanism. The suture passer is designed to be used with a 5.5mm or larger cannula. The instructions for use (IFU) provides the following contraindications, warnings and precautions: contraindications pathological conditions in the soft tissue to be repaired or reconstructed which would adversely affect suture fixation. Device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. To facilitate sterilization and proper function of the device, clean suture passer properly after each use. Instruments should be stored in the shoulder restoration system tray to protect the features. If used arthroscopically, do not use the suture passer through a cannula less than 5.5mm in diameter.

Event description:
The customer reported while using the spectrum autopass suture passer during an arthroscopic rotator cuff repair; the jaw broke off while grasping tissue. The broken jaw was retrieved causing a 2 minute delay. The procedure was successfully completed using another spectrum suture passer with no further complications and no patient injury. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.